Event description:
It was reported that during pm (preventative maintenance) testing, the device failed for pressure disc accuracy. There was no patient involvement.

Manufacturer narrative:
Additional information provided: b.5 & h.6.

Manufacturer narrative:
This reported event of failed pm/calibration and subsequent repairs on observed damaged and faulty components was investigated through the service repair process. Repair was completed for damaged items. The pressure sensor harness, front and rear case, iui rt connector and tube drive were replaced. Pm and calibration were performed. There were multiple proximate causes for the damaged/faulty components causing failing pm/ calibration. They are as follows: the pressure sensor harness was confirmed to cause pressure disk fault. The front case was confirmed to be cracked at the bottom near the screw insert. The rear case was confirmed to be cracked at the bottom near the screw insert. The right iui was found to be damaged from a rib. The carriage assembly was confirmed with bent tube drive.

Event description:
The device was found to have damaged and faulty components.

Manufacturer narrative:
This reported event of failed pm/ calibration and subsequent repairs were investigated through the service repair process. A review of the device history record was performed , which confirmed that this device was not involved in a production failure. The customers report of failing pm/ calibration was confirmed during servicing activities. There was no reported patient injury. The device is used for therapuetic purposes.